Manufacturer narrative:
Age of event: 18 years old or older (B)(4). Device evaluated by MFR.: the complaint device was not received for analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery (sfa). After a guidewire crossed the lesion, a 6.0mmx40mmx135cm (4f) sterling¿ balloon catheter was advanced for pre-dilatation. However, during first inflation at 14 atmospheres for 20 seconds, the balloon ruptured. The device was pulled out from the sheath and the procedure was completed with another of the same device. No patient complications nor injuries were reported.